Event description:
It was reported to philips that the device has power cycle error 01000 with defib test failure (during shift check). There was no reported patient involvement/adverse patient impact.